Manufacturer narrative:
(B)(4).

Event description:
The customer reported to the philips response ctr (rc) that the device has two broken battery connector pins and the issue happened that day. The customer had no further info on how the damage/failure occurred. There was no pt involvement.